Event description:
Information was received from a manufacturer representative (rep) via a healthcare provider (hcp) regarding an implanted infusion pump system for spinal pain. Pump drug information was not reported. It was reported that when the patient put their external device over the pump, it would "go through the cycle" of searching for the pump, retrieving pump settings, complete pairing, but then it would "just sit at 91%" and the "bolus not delivered" screen. This started around the first week of (B)(6) 2023. Technical services had the rep try to pair with a doctor's spare personal therapy manager (ptm) and they were able to pair right away with no issue. The issue was resolved by the doctor having another handset in the clinic that the patient could use. No patient symptoms or complications were reported. On 2023-11-15 e1 (rep): additional information recieved from the company representative indicated that the patient's handset remained with them. There was no diagnostics/troubleshooting performed. The cause of the screen ¿sitting at 91%¿ and the bolus not delivered screen was not determined. It was reported that actions/interventions were taken to resolve the event was the doctor gave the patient a new ptm the doctor had.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.